Event description:
It was reported that the health care professional (hcp) noted low out-of-range shock impedance measurements when this cardiac resynchronization therapy defibrillator (crt-d) delivered a shock to convert an arrhythmia. Technical services (ts) reviewed the device data and noted that the device had triggered a code 1007 due to the capacitor charge time exceeding limitations. Ts discussed that this crt-d is connected to a non-boston scientific right ventricular (rv) lead, and both would need to be replaced, as code 1007 suggests a possible lead integrity issue. A replacement procedure was successfully performed. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified no anomalies on the device case. Review of device memory found a shorted lead error had been recorded. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the shock that resulted in the shorted lead error. The damage to the high voltage fuse would have possibly prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. It was concluded that the damage to the device was a result of shocking into a shorted lead.

Event description:
It was reported that the health care professional (hcp) noted low out-of-range shock impedance measurements when this cardiac resynchronization therapy defibrillator (crt-d) delivered a shock to convert an arrhythmia. Technical services (ts) reviewed the device data and noted that the device had triggered a code 1007 due to the capacitor charge time exceeding limitations. Ts discussed that this crt-d is connected to a non-boston scientific right ventricular (rv) lead, and both would need to be replaced, as code 1007 suggests a possible lead integrity issue. A replacement procedure was successfully performed. No adverse patient effects were reported.